Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. The pump had scratched display window, cracked display window corner, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated the low readings by eating breakfast. The customer stated that there were 2 cracks on the pump. The customer stated that one crack is on the side where the window of the reservoir is and the other ran from the upper right corner screen to the top over the edge of the back. The customer also stated that he had to press his buttons hard for them to work. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.